Event description:
A malfunction alarm was reported by the customer. There was no reported impact to the customer¿s blood glucose level. The customer was provided with instructions by technical support to reset the pump, and the malfunction did not recur after the reset. The customer continued to use the pump for insulin therapy.